Event description:
It was reported that on (B)(6) 2013 a percutaneous coronary intervention was performed to the left anterior descending (lad), left main (lm), and the circumflex (cx) arteries using a rotablator 4 times at 1.5 mm bar and then crossed with a intravascular ultrasound (ivus) to the lad. Again the rotablator was used 3 times at 1.75 mm and a 1.5 mm unspecified balloon dilatation at 8-14 atmosphere (atm) at the lad. A 2.25 mm non-compliant balloon dilatation at 10-14 atm was performed at the lad. A 2.5 x 38 mm xience prime stent was deployed at 8-12 atm at the lad. It was noted that an occlusion and slow flow was present in the diagonal with no chest symptoms by angiogram or echocardiogram (ECG/EKG). Several attempts were made to cross the lesion using various guide wires without success and intervention of the vessel was abandoned. A 3.0 x 33 mm xience prime was implanted at 8-14 atm in the proximal lad and lm. An occlusion of the high lateral (hl) vessel occurred after implant of the 3.0 x 33 mm xience prime stent which was treated with a non-abbott balloon. A perforation around the lm was noted after the balloon dilatation; a long inflation was performed and the percolation was noted as good. A guide wire and balloon were advanced with good flow of the hl vessel. A 3.0 x 18 mm xience prime was deployed at the cx with 14-18 atm and post dilatated by kissing balloon technique (hl and cx). It was noted that the 2.5 x 38 mm xience prime in the lad was not fully apposed to the vessel wall and additional post dilatation was performed by balloon. On (B)(6) 2013 the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2013 the patient experienced chest pain after dinner around 22:30 pm and was transported emergently to the hospital. A coronary angiography revealed thrombosis occlusion at the left main stent, overlapped between the cx and proximal lad stents. The thrombus was aspirated for the lm and lad with balloon dilatation and aspiration was performed to the cx. Timi 3 flow was noted in the lad and cx. The patient was inserted with a percutaneous cardiopulmonary support (pcps) due to cardiac shock and was transferred to the hospital room. On (B)(6) 2013 the patient expired; the cause of death was noted as cardiac shock. No additional information was provided. Concomitant products: guide wire: runthrough. There were no reported product deficiencies. The reported patient effects of angina, occlusion, thrombosis, cardiogenic shock, and death are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The additional two xience prime devices referenced are being filed under separate manufacturing report numbers.